Manufacturer narrative:
Product event #(B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade tna product number: ps300-002, lot number: 0209363050, expiration date: 2018-03-29, quantity returned: 2. Testing performed: device packaging inspection: -received two devices in a fedex box with brown paper to fill the negative space -both devices with unattached adenoid tip were individually bagged in a single, clear, non-biohazard, zip lock bag within their clear tray and original packaging tyvek lid. -lot number and the device name match the information listed in the corresponding product event page within gch from the tyvek® lid -no additional paperwork was included -devices will be numbered device #1 and device #2 for traceability. Device visual inspection: device #1 -device appears used with the adenoid tip #1 having a melted housing and damaged electrode -the device components appear intact but the unattached adenoid tip #1 is damaged and it is the visual sign related to the description -both cut and coag buttons have a tactile feel device #2 -device appears used with the adenoid tip #2 having a melted housing and damaged electrode -the device components appear intact but the unattached adenoid tip #2 is damaged and it is the visual sign related to the description -both cut and coag buttons have a tactile feel functional inspection: -since both device #1 and device #2 adenoid tip electrodes were received damaged it is not possible to perform a functional inspection in order to duplicate the reported complaint. Lhr review: a review of the lhr for lot # 0209363050 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: since both device #1 and device #2 adenoid tip electrodes were received damaged it is not possible to perform a functional inspection in order to duplicate the reported complaint. The gch description implies that the same generator was used for both devices creating the same result. That particular generator is being returned as a complaint investigation. It is plausible to suggest that the generator produced a malfunction or was utilized in an oxygen rich environment at the customer site causing the spark/flame at the tip of the adenoid tip causing the plastic to melt at the tip and destroy the electrode during activation. The returned plasmablade tna adenoid tips reveal evidence of electrode fracture and melting of the tip housing. This complaint has been seen in the past and been addressed through a situation analysis 13-90-0014. A CAPA - (B)(4) is currently open as well to address this issue. The complaint will be tracked and trended in gch customers are trained for proper use and care of the device prior to use and apply specifically as listed below. 70-10-1447 rev. A peak plasmablade® tna IFU: device description: the peak plasmablade® tna is a single-use, monopolar rf device. It consists of a single handpiece and two interchangeable electrode tips; one for tonsils and one for adenoids. The handpiece connects to the pulsar ® generator and may be operated with the integrated hand switch or the pulsar® footswitch. The tonsil tip features a bendable midsection and a curved and tapered blade with an opening in the center to allow for the evacuation of smoke and fluids. The adenoid tip consists of an electrode housed in a plastic tip with a bendable suction lumen that allows for the evacuation of tissue, fluids, and smoke. Both tips connect to the suction shaft of the handpiece. Device indications: -the peak plasmablade tna device is only indicated for cutting and coagulation of soft tissue during otolaryngology - ent - surgery including adenoidectomy and tonsillectomy (pharyngeal, tubal, and palatine). Precautions: -take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. -take care when cleaning around the adenoid wire electrode, as excessive force may cause damage or breakage. -use the lowest power setting and the shortest activation time possible to achieve the desired end effect. -unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance, including reduced or clogged suction. -do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. -the adenoid tip can be rotated in any direction. Use finger force to bend the tip to a maximum of 60° from the suction shaft. Bend the tip only in the direction perpendicular to the suction opening. Excessive bending may compromise performance and cause device failure, resulting in patient or user injury. -the adenoid tip can be cleaned using the cleaning brush by gently brushing the eschar off the electrode from the front. Take care when cleaning around the wire electrode as excessive force may cause damage or breakage. (B)(4) 2015 (boisvk1): follow up with rep per receipt of regulatory inquiry for FDA. Information received via telephone call. What setting was being utilized? Coag 9 what technique was being utilized and how long was the activation for? Spot coagulation, anywhere from 10-15 seconds in duration. Was oxygen being utilized? No. Were you in contact with the tissue (chicken) upon activation of the device? Not at all times of activation. Either direct contact or activation just above surface of the chicken. Did the device spark when in contact with the chicken or just above chicken? Just above the surface of the chicken. The sparking did not occur when in direct contact with chicken. (B)(4).

Event description:
During a chicken demo with the use of the plasmablade tna device (with the adenoid tip), sparks were observed while the surgeon was using the device. A different device from the same lot was tried and again sparks were observed along with a small flame. The small flame self-extinguished but melted the plastic housing of the device after a few seconds of activation. There was no patient or procedure involved.

Event description:
During a chicken demo with the use of the plasmablade tna device (with the adenoid tip), sparks were observed while the surgeon was using the device. A different device from the same lot was tried and again sparks were observed along with a small flame. The small flame self-extinguished but melted the plastic housing of the device after a few seconds of activation. There was no patient or procedure involved.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event #700970752 evaluation code (method): device received by manufacturer and analysis results pending. Evaluation code (result): device received by manufacturer and analysis results pending. Evaluation code (conclusion): device received by manufacturer and analysis results pending. (B)(4).